Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for post-laminectomy pain. It was reported that the stimulator was "jumping" like it was shocking/jolting the patient. It was unknown when the issue started, but it had been going on for years. Recently, it has gotten worse and happens every day. The patient received a new programmer, but she was not able to connect to the ins. It was suspected the ins was depleted since it was implanted in 2008. No further complications were reported.